Manufacturer narrative:
A1-a4: no patient information is available at this time. H3, h6: no product have been returned for product analysis. Multiple fdd codes were provided. Below clarification was provided. A0908 - deviation a23 - registration issue medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the site positioned the psis pin, but the doctor placed it higher than normal. The site kept getting red and yellow values, and when they sent the arm to the oblique it was incorrect. When they sent the arm to a different trajectory it was having a hard time. The site put the two left screws in and then the two right screws in, but they looked incorrect. The site had to reposition it. On the left side everything looked fine in navigation, but then when they placed one screw on the right side and then did an x-ray everything did not look correct. The left ones looked low. The right one looked like it had breached the foramen. The deviation was less than 3.5mm. There was no patient harm and the procedure was delayed less than one hour.